Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose of 40 mg/dl on (B)(6) 2017, but their meter was reading over 500 mg/dl, and if they had not double checked with their other meter, they would have given themselves more insulin. The customer discontinued pump use pending meeting with their doctor. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer declined helpline assistance. The insulin pump will not be returned for analysis.